Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during an endoscopy procedure performed on (B)(6) 2025. During the procedure, the balloon was injected with a distilled water for inflation. It was reported that the indicated pressure level could not be reached because of the leak located in the upper part of the balloon. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.